Event description:
(B)(4). Heart palpitations,high blood pressure,hair loss,almost had a stroke and heart attack, joints ache,severe chronic abdominal pain,blood clots,metal taste,rash,heavy bleeding, painful sex,unwanted (B)(6), baby girl have heart defeat, yes my devices was provided by insurer.